Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. A replacement pump was sent to resolve the issue. Additionally, it was reported that the pump miscalculated boluses. During troubleshooting with tandem technical support, it was discovered that that the pump was functioning as intended. Customer¿s blood glucose (bg) value was 40 mg/dl. Customer consumed carbohydrates to address bg.